Manufacturer narrative:
Updated fields : b4, d8, d9, e1 (initial reporter), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer stated a third party repaired the unit. Despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Due to characterization limit e1 (event site address: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cs300 intra-aortic balloon pump (iabp) displayed low negative pressure. There was no patient harm.